Event description:
A technician reported that a patient presented with pain upon awakening, approximately 3 weeks following bilateral photorefractive keratectomy (prk) surgery. Corneal erosions were noted. A completed questionnaire was received, which indicated the patient was treated with topical and oral medications. The event continues, and the patient is still under the doctors care. There are two medical device reports associated wit this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).